Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a perforation occurred which caused pericardial effusion and cardiac tamponade. The patient was undergoing a left atrial appendage (laa) closure procedure. A watchman ® access system was deep seated in the laa and a 27mm watchman ® laa closure device was deployed, but not released. Upon deployment of the device, the distal end of the delivery system and closure device ruptured the laa causing a hole and cardiac tamponade. The device was not fully recaptured as the distal portion of the device extended beyond the laa tissue border. The physician was able to tap the pericardial space in the electrophysiology (ep) lab and stabilized the patient. Then the patient was transferred to the operating room for surgery. Two days post procedure the patient was reported to be off the ventilator and able to sit upright in a chair.